Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the stapler was fired, the staple was open. Surgeon replaced the reload to but same event occurred.